Event description:
Report rejected by (B)(6) on (B)(6) 2026. For further clarification from mgmt. On (B)(6) 2025 I had a breast implant replacement. I originally had saline implants placed in (B)(6) 2002 and had zero medical issues. In (B)(6) 2025 I noticed a deflation of one implant. Upon removal, it was determine there was a partial leak. Natrelle gummy bear silicone implants were put in. On (B)(6) 2025 I developed an unexplained rash on my legs and arms. I obtained treatment at a dermatologist on (B)(6) 2025. One of the possible causes discussed was an allergic reaction to the new implants. I received a topical cream to treat the symptoms and it slowly diminished. On (B)(6) 2026 the rash returned twice as badly, starting on mainly my thighs and has moved to my lower legs and arms. My legs are unbearably swollen as well as the lymph nodes in my groin. I have an appointment on (B)(6) 2026 with my dermatologist to address again, with most likely a skin biopsy, blood tests and a possible referral to an allergist. I have not introduced any new products, foods or medicines during the period of occurrence. I believe either it is a direct allergy to the silicone implant or the implant is causing me to have food sensitivities I have never had before, causing the rash. Patient codes: 4582. Device code: 1250. Reference reports mw5183002, mw5183003, mw5183004.